Event description:
(B)(4). It was reported that following a carotid artery stenting treatment procedure, the patient experienced hypotension. Using the femoral approach, the index procedure treated the carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x31mm carotid monorail wallstent resulting in 0% residual stenosis. There were no problems with the patient's blood pressure following the index procedure, but several hours later the patient developed low blood pressure. A vasopressor was administered for treatment. According to the physician, the low blood pressure was caused by the stent self-expansion and was not considered a serious injury. The outcome was listed as resolved four days post the index procedure.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).